Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, CT and echography images of the fragment were provided from the complainant. Visual inspection confirmed the complainant¿s experience of component separation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: section d4 (expiration date) is being updated to 18jul2023 as the incorrect date was recorded in the initial medwatch report [MFR#: 2027111-2023-00462]. Sections b1 is being updated to "adverse event" as the patient required additional scans as a method of intervention. Section h1 is being updated from "malfunction" to "serious injury" as the additional scans were required as a method of intervention.

Event description:
Procedure performed: emergency appendix. Event description: during an emergency appendix the dr. Uses reusable device and our voyant and he did 4 sealing's. Two days later patient went to the hospital with fever and the dr. Did an echography and saw a part of a jaw. He checked all the reusable devices and were ok, so he thinks is a part of a jaw of voyant. As he didn't know, he closed, and he saw the problem 3 days later he didn't keep the device. Drs, want to know the material of voyant jaw. Additional information received by applied medical representative via email on 16may2023: the patient is fine. He was discharged without fever the day after the x-ray was taken. A shiny piece is seen, but the shape is not identified. It is not clear that it is a jaw of the voyant. In any case, they haven't done anything. According to the doctor, the patient's body will encapsulate the piece just as the human body does with any foreign body. Reusable dissector, scissors and graspers were used which were checked and were intact. No shape of the metal plate in the abdomen is identified. He had a fever for a day, but it only lasted a day. In any case, the fever is attributed to the diverticulitis that he had after the surgery. Material of voyant jaws: stainless steel, polyamide, ehtylene tetraflouroethylene event date 7may2023. Additional information received by applied medical representative via email on 23aug2023: the patient with the possible voyant tip fragment no longer has it. The CT scan said the fragment was extraluminal, but the follow-up x-ray showed it had progressed through the colon and is now gone. Simply put, he pooped it out. This means that it is a fragment of something that has been swallowed. Intervention: dr. Did an echography. In any case, they haven't done anything. Patient status: the patient is fine. He was discharged without fever the day after the x-ray was taken.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: emergency appendix. Event description: during an emergency appendix the dr. Uses reusable device and our voyant and he did 4 sealings. Two days later patient went to the hospital with fever and the dr. Did an echography and saw a part of a jaw. He checked all the reusable devices and were ok, so he thinks is a part of a jaw of voyant. As he didn¿t know, he closed, and he saw the problem 3 days later he didn¿t keep the device. Drs, want to know the material of voyant jaw. Additional information received by applied medical representative via email on 16may23: the patient is fine. He was discharged without fever the day after the x-ray was taken. A shiny piece is seen, but the shape is not identified (photos in attachments) it is not clear that it is a jaw of the voyant. In any case, they haven't done anything. According to the doctor, the patient's body will encapsulate the piece just as the human body does with any foreign body. Reusable dissector, scissors and graspers were used which were checked and were intact. No shape of the metal plate in the abdomen is identified. He had a fever for a day, but it only lasted a day. In any case, the fever is attributed to the diverticulitis that he had after the surgery. Material of voyant jaws: stainless steel, polyamide, ehtylene tetraflouroethylene event date (B)(6) 23 intervention: dr. Did an echography. In any case, they haven't done anything. Patient status: the patient is fine. He was discharged without fever the day after the x-ray was taken.